Event description:
Pt was undergoing a CT scan with contrast. The 20 gauge IV catheter would not flush and was removed. The end was seen to be frayed and a CT scan confirmed a fragment remained in the pt.

Manufacturer narrative:
A prepaid mailing label and shipping tube were sent to the customer. Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.